Event description:
During continuous renal replacement therapy, a pool of blood was found under a crrt machine. Therapy stopped, cartridge changed out, and therapy restarted causing a delay in therapy for about 1.5 hours. FDA safety report ID# (B)(4).